Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flow diversion stent twisted and failed to open during deployment. The patient was undergoing flow diversion surgery for treatment of an unruptured, saccular right internal carotid (ic)(c2) aneurysm with a max diameter of 7 mm and a 5 mm neck diameter. The landing zone vessel diameter was 4.1 mm distally and 4.7 mm proximally. It was noted the patient's vessel tortuosity was moderate. Postoperative blood flow imaging reported no problems. It was reported that the reported device was prepared as indicated in the instructions for use (IFU). The pipeline was used as indicated (on-label). Placement was planned from the ic-top to around c4, and deployment was initiated, using a coil in combination. The expansion of the stent tip proceeded without issues. However, at the c3 curvature, stent twisting occurred and a deployment failure was reported at the shaft center, coinciding with the location of the vessel tortuosity. Despite attempts to massage with the microcatheter, deploy within the "dac", and push the system from the long sheath, it did not open. It was noted that the pipeline stent was resheathed 3 or more times, was not stuck inside the capture coil, and the stent deployment failure occurred with more than 50% of the stent deployed. No additional operation or devices were used to attempt to deploy the stent. Considering the possibility that the microcatheter for the coil was interfering, the coil microcatheter was removed, and another deployment attempt was made, however, the stent still did not open despite performing the same troubleshooting steps. The pipeline stent was resheathed and the system, along with the microcatheter, were removed from the body. A replacement medtronic stent was used to complete the procedure. No patient symptoms or complications were associated with this event. Additional information received reported and clarified the following: the right ic (c2) location of the lump is fisher's classification. In terms of bouthillier classification, ophthalmic(c6) falls under the category. It was confirmed that the tip of the stent was frayed. There was no resistance during pipeline delivery. No abnormalities were observed in the concomitant catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the malfunction and/or device damage was not determined.